Event description:
The customer reported that the device powered on/off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was determined that the battery pin was loose. The local physio-control field service representative reseated the battery pins and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.